Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 14713805.

Event description:
It was reported that the patient experienced pocket site pain. The patient underwent an unspecified surgical procedure. Additional information was received that the patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted devices were discarded.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pocket site pain. The patient underwent an unspecified surgical procedure.